Event description:
Patient reported ¨contracture¨ and ¨contours with some ripples¨ confirmed via MRI. Patient later reported capsular contracture baker grade IV. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued b3 date of occurrence 2 years ago. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device was explanted.